Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia can result in acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with IV insulin and dextrose. Engineering log review confirmed that device data corresponding to the reported event date were available and identified malfunction alerts 57 (software runtime error), 59 (algorithm state memory corruption), and 69 (algorithm data parity check). Failure analysis determined these alerts are associated with a software defect that can result in suspension of insulin delivery. The occurrence of these alerts during the event is consistent with interruption of insulin delivery and subsequent hyperglycemia. No motor or hardware-related failures were identified. Based on available information, the event was attributed to a software-related malfunction resulting in cessation of insulin delivery. The device was returned and replaced. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 07-mar-2026 it was reported that on 07-mar-2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 600 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with exogenous insulin and IV dextrose, and discharged (B)(6) 2026. No long-term health effects were reported.